Event description:
The customer reported lost 12 leads ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4).the customer reported lost 12 leads ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and ECG cables and confirmed the problem was with the trunk cable. The trunk cable was replaced to resolve the issue. The lead set and ECG connector showed wear and was replaced under customer satisfaction. The device passed all performance assurance testing and was returned to the customer.